Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred because communication error occurred due to poor contact of the connector. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates that the event occurred on 12 september 2023 prior to a diagnostic upper digestive endoscopy. The procedure was delayed by approximately 20 minutes. The procedure was completed using another colonoscope in another light source.

Manufacturer narrative:
Additional information has been requested regarding this event. Device evaluation at olympus found the complaint was confirmed and a b30 error message was displayed due to poor contact of the connector. Also, evaluation found the light was poor due to the lamp life expiring, and the connector was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed a b30 scope communication error message. The issue occurred with all colonoscopes that were attempted to be connected, but did not occur with the endoscope. There were no reports of patient injury or medical intervention associated with this event.